Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electric pen drive device did not have enough rotations per minute (rpms) to ¿drill/burr/cut.¿ the reporter clarified that reciprocating and oscillating functions worked on the device, but low power was observed when the user tried to drill. As a result, the user used the device for the reciprocating and oscillating functions and used a different device for the drilling function. There were no delays to the surgical procedure as a spare device was available for use. The surgical procedure was completed successfully by using a combination of the actual device and spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was received. The customer clarified that they were using an attachment device that was designed to reduce the speed of the electric pen device. Therefore, there was no alleged malfunction against the device. Due to additional information, it was determined that this event could not cause or contribute to a serious injury or death. No further investigation will be completed.